Event description:
It was reported that during use, the nim 3.0 patient interface was intermittently not working when the probe was attached to the stim 1 port. The port does not seem to have any physical damage however, some of the probes feel loose when connected. There was no pat ient impact.

Manufacturer narrative:
Correction in b5: the event description has been updated based on the available information, which was not included in the previous report. Additionally, the updated information indicates that there is no evidence to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device has malfunctioned. Therefore, this event does not meet the reporting requirements outlined in 21 cfr 803. As a result, the previous report was submitted in error, as the complete available information was not evaluated during the initial review of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the nim 3.0 patient interface was intermittently not working when the probe was attached to the stim 1 port. There was no patient impact.